Event description:
The facility reported a colleague infusion pump which overdelivered during a patient infusion. Additional information received indicates that while the pump should have infused 26 ml into the patient over a 45 min period of time, 100 ml had been infused. No patient injury or medical intervention was associated with this event.

Manufacturer narrative:
This device is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.